Event description:
Patient initially called to report sensor poor patch adhesion after two days of insertion. The sensor was inserted (B)(6) 2013 and fell off (B)(6) 2013. The patient reported she had severe low blood sugar on (B)(6) 2013 at about 8:30 am in the morning. The husband of the patient had trouble waking the patient and could not get the patient to drink juice. The husband injected the patient with glucagon. No paramedics were called and no hospital visit was required. The patient was out of sensors and was not wearing a dexcom device during the event. The patient had not been wearing dexcom device for a few days since she was out of stock of sensors. The patient put on the last sensor after low blood glucose event. Current condition of patient at the time of this report: patient reported being fine. Blood glucose levels are 175/169.